Manufacturer narrative:
Pump was functional. Cuff performed within specifications. Balloon pressure not within specifications.

Event description:
An aus device was implanted on 8/27/92. The connectors were revised on 10/30/96. The entire device was removed from the pt on 1/6/67 due to fluid loss-cuff.